Event description:
It was reported that the backlight would only go on during the self test. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed. Lcd (liquid crystal display) out of electrical specification (lower menu faded). Battery drawer is out of specification (pried on). Battery release contaminated. Upper case dented. Lower case, ring cover, two side bail covers, and lead flex cover are broken. Keyboard pad is scratched.